Event description:
Covidien autosuture ta90 & reload ta9035l used for partial gastrectomy. Surgeon applied to tissue said "I can tell it isn't firing" per scrub. Staff attempted to reload fired and taken away from tissue. Tissue came apart. Staff used tia80 with reloads used and surgeon had sew rest of procedure. Per scrub circulator assigned to room.